Manufacturer narrative:
Sections with additional information as of 03-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 18-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. Customer was also concerned with high and low blood glucose test results obtained of 420, 388, 446, 418 and 97mg/dl. The customer¿s expected am fasting blood glucose test result rage is 130-140 mg/dl and expected pm non-fasting blood glucose test result is 220mg/dl. The customer feels well and did not report any symptoms. On (B)(6) 2021 customer had called the doctor due to the hi blood glucose test results. Doctor had advised the customer to go to the ER. Customer did not go to the ER and had gone to the doctor's office the following day ((B)(6) 2021). Customer's blood glucose test result when at the doctor's had been 204 mg/dl non-fasting. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 466mg/dl and 403mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/22/2023 and test strips were opened less than one week ago. The meter memory was reviewed for previous test result history: (B)(6).